Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device, with an iphone 13 pro, 16.5. The customer reported the high alarm did not sound to alert the customer of changes in glucose level. The customer had contact with a healthcare professional who provided unspecified medical treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.